Manufacturer narrative:
Updated information: d3 MFR fax number updated. D4 UDI number updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the access site adverse event could not be determined as no product was returned and limited clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old female with an unknown medical history underwent implantation of an impella cp device for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the right femoral artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day 0, bleeding was noted at the femoral access site, and the impella cp device was explanted. Shortly after initial implantation, the device generated low purge pressure alarms, followed by high purge pressure and purge flow obstruction alarms. The patient¿s international normalized ratio (inr) was reported to be 4.5 at that time. Due to continued concerns regarding purge system alarms, a new impella cp device was implanted. As of post-implant day 13, representing a cumulative duration of impella mechanical circulatory support, the patient remained on support. The reported bleeding and purge system alarms occurred in the setting of severe cardiogenic shock and supratherapeutic anticoagulation, as evidenced by an elevated inr of 4.5. According to the impella cp instructions for use, bleeding at the access site is a known risk, particularly in patients requiring systemic anticoagulation. Purge pressure abnormalities, including low or high purge pressure and purge flow obstruction alarms, may occur due to blood ingress, thrombus formation, or altered purge fluid dynamics.